Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-10369. It was reported that the patient presented for a device upgrade procedure. During the procedure, the atrial lead became dislodged. The lead was explanted and replaced. Then, the left ventricular (lv) lead that was placed pulled back when the physician slit the lv sheath. The lead was removed and the lv port was plugged. The patient was discharged.